Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due character limitation the complete initial reporter (event site & address) - hospital (B)(4).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) autofill failed.

Manufacturer narrative:
A getinge field service engineer (fse), found that the customer's catheter had a small hole, as informed by the customer, the test catheter was placed and the tests started and it did not display any abnormality in its operation. Equipment was cycling around 1:30 and ok. Checked logs where failure 57 appears, and later in autofill failure codes for errors 4e 0 and 4f 0, according to manual requests verification of internal leak and failure index number 20 where asks to do tests on k3 and k5. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The patient involvement is unknown. The equipment was cleared for customer use.